Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess) the navigation system unexpectedly exited 3 times while navigating. The site was able to reboot each time, resulting in a total delay of 15 minutes. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.

Manufacturer narrative:
Patient identifier: (B)(6). A medtronic representative tested the system and was unable to replicate the reported issue. A medtronic representative performed a navigation system check-out, all areas passed.